Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The pilot drill tip fractured off the device and was returned. The cutting flutes on the device are heavily damaged with nicks and gouges in the surface. The device was manufactured in 2016 and shows signs of extensive wear/ usage. The medical investigation concluded that it was communicated via email that all pieces of the broken end of the intertan screw starter were retrieved and an x-ray image showed no other metal pieces in the patient. The x-ray is not available and the procedure was completed with minimal delay. No harm to the patient is being alleged. Therefore, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an im fixation long intertan nail procedure, the end of the intertan 7.0 mm comp screw starter broke off inside the patient, all pieces were recovered. Delay of (10-15) minutes reported. Procedure completed with another intertan set. No injuries or impact reported.

Event description:
It was reported that during an im fixation long intertan nail procedure, the end of the intertan 7.0mm comp screw starter broke off inside the patient, all pieces were recovered. Delay of (10-15) minutes reported. Procedure completed with another intertan set. No injuries or impact reported.